Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: a call service 064 alarm was observed in the black box and alarm history with high force occurring due to an occlusion. The rewind, load, prime steps were performed successfully with no issues. The pump was exercised for 24 hours with no call service alarms duplicated. Unrelated to the initial allegation, the battery compartment was found to be cracked. The display lens was also cracked, but the display screen was still readable.